Event description:
The patient reported that on the first week of starting v-go, patient experienced hypoglycemia with bg readings in the 20's, causing shakiness, trembling and sweating and required a glucagon injection by a third party. Patient required third party assistance to treat the hypoglycemia. The vgo user was only able to provide minimal information as patient is in cardiac intensive care awaiting to be stable for open heart surgery and reports some forgetfulness at this time.